Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that after the dental implant was installed in patient's jaw it was verified its non osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed. There are not any other information about the case.